Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The functionality was okay. Final analysis of the lead revealed there were no significant anomalies. The lead was stretched, broken (overstress) at the electrode area.

Event description:
It was reported the patient had sharp pain and a burning sensation at the stimulator site when the stimulation was turned "on" or "off." The pain got worse over the 2 weeks prior to (B)(6) 2012. The patient also had sensitivity at the stimulator site while getting in and out of the car. The patient's health care professional had the patient taking 800 mg ibuprofen 3x/day, but the patient was still in pain. The patient had an appointment with his hcp on (B)(6) 2012. Later, it was reported the device was explanted. It was noted the patient had complaints of pain and the device was not "responding properly." There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead model 3093-28 lot #v568714 implanted: (B)(6) 2011 explanted: (B)(6) 2012, programmer model 3037 serial #(B)(4). (B)(4). The stimulator and lead were returned for analysis. A follow up report will be sent when analysis is complete.